Event description:
It was reported while the stimulation was turned on there was a loss of therapeutic effect. There was leaking and frequent bathroom trips one day and no problems the next day. Caller was uncertain whether they should be drinking or not. Caller also indicated that they did not use the patient programmer as was shocked one time from using it and hadn't used it since. Caller had not told her physician about this. Patient reported spurts of getting extremely hot and then it went away, along with leg cramps which they rubbed to relieve the pain. This event occurred after a fall. Patient indicated a fall forward on her hands and knees in which they laid there for a while and did not tell anyone that they fell. The device problems were occurring before and after the falls. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).